Event description:
It was reported that the customer experienced a low blood glucose (bg) level (48.6 mg/dl). Carbohydrates were consumed and the pump settings were adjusted to treat the bg. The customer continued to use the pump for insulin therapy. The cause for the low bg is unknown.